Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that there was foreign material in the nozzle. However, the definitive root cause of the foreign material could not be determined. A chemical analysis of the foreign material inside the nozzle revealed it to be organic silicone. It is possible that it may have originated from an antifoaming agent or similar, which may have remained inside the nozzle due to insufficient cleaning and led to the blockage. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.